Event description:
It was reported that during a femoro-femoro surgery, the graft was leaking and had to be removed. There was no reported injury.

Manufacturer narrative:
The complaint device was sent to an outside lab for scanning microscopy analysis. Method: a review of the device history records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. The review of the water permeability testing of seven products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. Results/conclusion: the eval of the complaint device is on going. A f/u report will be submitted after completion of the investigation.